Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the right ventricular lead exhibited low impedance measurements. The lead was capped and replaced during a routine pulse generator on (B)(6) 2016. The patient was asymptomatic. No additional information was reported.